Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two short port btt black inflation valves dislodged (popped out). As a result, the balloons would not remain inflated. The procedure was completed using a replacement device. The hospital did not report any pt complications. This report is for the second device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).